Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the customer reported issue was identified to be a defective printed wire assembly (pwa). The pwa and dso seal were both replaced.

Event description:
It was reported that the device displayed error 46510, unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.